Event description:
The complaint sample was not returned for evaluation. No other complaint has been received for this particular batch of devices. The device history record has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The device history record review confirms that this device met all material, assembly and performance specifications. Where the filter prematurely deploys during preparation, mishandling of the device while removing the unit from the package and/or removing the end cap have been found to be the most common causes of this complaint. According to additional information received, this unit prematurely deployed during preparation. There are a number of in process contrls which ensure that each filter is loaded correctly into the carrier capsule and that it remains in place. 1. When the filter is loaded into the carrier, the filter is inspected to ensure it is loaded. 2. Each filter is deployed and reloaded. 3. At packaging an end cap is placed on the carrier ro retain the filter in position. 4. A safety sleeve is provided around the carrier handle to prevent accidental deployment. The carrier system is suppliled in a 'cut-out' tray which protects the system during transport and storage. The carrier and packaging is inspected for damage prior to shipment. Question have been sent in an attempt to discover more information about the event. The additional information received states that it could be possible that the filter became dislodged when it was being removed from the packaging.

Event description:
During a treatment procedure to place a greenfield vena cava filter, the filter deployed prematurely. While tracking along the guidewire, the filter came out of the carrier capsule. The physician was able to retrieve it before it entered the pt's body, so no pt injuries or complications occurred. Another greenfield filter was successfully deployed at the target lesion to complete the procedure.